Event description:
It was reported that using a radial artery access site during a procedure of the heavily calcified, mildly tortuous, de novo mid circumflex artery the 3.0 x 28 mm xience v stent was deployed, however a dissection was noted. A second 2.75 x 28 mm xience v stent was deployed for treatment but an additional dissection was noted. A non-abbott stent was used as additional treatment of the dissection without reported issue. Predilatation and post dilatation were performed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.